Manufacturer narrative:
The patient reported pain. A manipulation under anesthesia was performed. The patient reported continued issue with the knee. A revision surgery to an off the shelf knee implant system occurred. The x-tray was taken and showed some medial subluxation of the tibia on the femur. The examination under anesthesia was performed and showed collateral laxity. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient reported pain. A manipulation under anesthesia was performed. The patient reported continued issue with the knee. A revision surgery to an off the shelf knee implant system occurred. The x-tray was taken and showed some medial subluxation of the tibia on the femur. The examination under anesthesia was performed and showed collateral laxity.